Event description:
It was reported that pump experienced charging issues and the pump repeatedly turned off and on while customer attempted to complete pump reset. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting with tandem technical support regarding the reported issue; therefore, no additional information was able to be obtained.